Event description:
It was reported that during use with an unspecified bd alaris¿pump set a hole was discovered in tubing and leakage occurred. The following information was provided by the initial reporter: * was there any leakage? Yes with the first giving set, reported to have had hole in it and leakage present, taken down, pump recorded that it had infused 0.2mls when discontinued and taken down. Medication prepared again with new giving set and infusion started as prescribed / per proforma / guidance, pump advising infusing, no alarms until infusion nearly complete. Colleague then noted volume of medication left in bag (was greater) did not correlate with volume to be administered.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd alaris¿pump set a hole was discovered in tubing and leakage occurred. The following information was provided by the initial reporter: was there any leakage? Yes with the first giving set, reported to have had hole in it and leakage present, taken down, pump recorded that it had infused 0.2mls when discontinued and taken down. Medication prepared again with new giving set and infusion started as prescribed / per proforma / guidance, pump advising infusing, no alarms until infusion nearly complete. Colleague then noted volume of medication left in bag (was greater) did not correlate with volume to be administered.

Manufacturer narrative:
H6: investigation summary : no sample was received for investigation in which the customer has reported observing leakage from a hole in the tubing. Further correspondence with the customer has confirmed that the leakage was observed during an infusion and that approximately 0.2mls had infused before it was noted. The customer has also indicated that the hole was located: "just below door when closed," and that no damage was noted to the packaging. However, the customer was not able to provide the model or lot number of the affected product, with which to aid the investigation. As no model or lot number was provided to aid the investigation into this report, it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample or additional information about the product it is not possible to conclusively link this feedback to a specific failure mode.